Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is not getting good relief from symptoms. Had back surgery(unrelated),  couldn't empty their bladder, and had to do catheterization. Patient mentioned they had increased stimulation with the previous agent, but still not having relief of symptoms and since then not able to empty her bladder all the way. Patient has to go so often. At night goes through so many pads. Patient is currently cathing. I asked when the issue stated and she said, it has kind of been all along since implant. Walked caller through checking her settings. Patient's stimulation was on. She increased her stimulation while on the call. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient reported a recharger service code (3167). The patient reported difficulty charging the ins. Patient stated the green button kept spinning and could not charge the implant. Prior to the call, patient confirmed they reset the recharger but it did not resolve the issue. On the call, patient tried initiating a charging session and reported sensations while recharging. Patient said they felt a sensation that was hot and tingly like an electric shock. The following troubleshooting steps were performed: repositioned the recharger, recommended using recharger over a thin layer of clothing, see knowledge article questions for additional details regarding discomfort while charging, confirmed communicator is off while using the recharger. A additional troubleshooting information: the troubleshooting steps that were taken on the call resolved the  issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they did experience urinary retention prior to the device and that the retention has not worsened since getting the device. The indicated that they need to cath to empty their bladder. After they had back surgery on (B)(6) 2022. They needed a catheter to empty all the urine from their bladder. They do not feel this problem was a result to the implant. They must have a lazy bladder.